Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons must sometimes be pressed multiple times. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump settings were partially lost after battery changed, unexplained no delivery alarms, exterior piece of the insulin pump on the front bottom was came off and broke off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached/broken end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unresponsive button, no excessive no delivery/occlusion alarm and reset alarm due to detached end cap. However, corrosion was found at the keypad traces. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).